Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that after blood draw the safety feature would not engage, thus causing a needle stick injury which resulted in exposure to blood/bodily fluids with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: (4 of 9) it was reported that there was a needle stick injury, stuck during disposal of butterfly after drawing blood and safety not engaged.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after blood draw the safety feature would not engage, thus causing a needle stick injury which resulted in exposure to blood/bodily fluids with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: (4 of 9). It was reported that there was a needle stick injury, stuck during disposal of butterfly after drawing blood and safety not engaged.